Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03135 / 03136). Additional mdrs were submitted for the prior event (reference 1825034-2013-01740 / 01741).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date, approximately 2 years ago. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to dislocation of the hip. The acetabular constrained liner and constrained head were removed and replaced. Patient underwent an open reduction on (B)(6) 2013 due to dislocation. The hip was reduced without the removal of implants. The posterior capsule was augmented with a soft tissue graft for stability.